Event description:
A renegade catheter was going to be used for therapeutic purposes. Before the procedure, while removing from the dispenser coil, the tip got bent. At a later date, it was discovered that the catheter had fractured at the shaft. The procedure was completed with another device.

Manufacturer narrative:
This event was determined reportable based on engineering evaluation dated 23 november 2006 stating device was received with a fracture at the shaft of the catheter. As received, the unit was broken 0.5 cm and 1.3 cm from the proximal end of the catheter. A full dimensional check was carried out and measurements from being taken. The dimensional inspection which was carried out was in specification. A coating confirmation test was carried out to check the presence and integrity of the coating. The test confirmed the presence of coating. There was no coating damage present. There are no other complaints reported for this batch of devices. A CAPA was opened on 21 november 2006 to address crazing issue (weakening of layer of catheter core). Further info relating to the complaint was requested. From the answers received, it can be established that the catheter was checked when removed from packaging and no anomalies were noted. A .014 guide wire was inserted into the catheter before the catheter was advanced into the guiding catheter. It is unk whether the path in which the catheter was placed was tortuous. Contrast media was inserted through the catheter, however the detail of the contrast media cannot be confirmed and continuous flush was not maintained between the catheter and the guiding catheter. As per the dfu, before removing the catheter from dispenser coil, the catheter must be flushed with heparanized saline via the distal port to activate the hydrophilic coating. The flushing must be repeated if difficulty in removing the product from the dispenser coil occurs. The dfu also states that the renegade stc-18 is compatible with guiding catheters which have an ID .038" minimum.